Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, it was reported that patient experiences a light redness at the insertion site and treatment with fucine was started by the home nurse. Report indicated that patient suffered from abdominal pain and there is some stoma site exudate. Patient was treated with antibiotic amoxicillin for 10 days.

Manufacturer narrative:
Reference record (B)(4). Subsequent to the submission of the initial medwatch report, it was noted that a batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information indicated that the insertion site presents granulation tissue and terracortril will be started. The peg tube stoma site is infected. On (B)(6) 2016, report received indicated that the granulation tissue did not disappear despite the treatment with terracortil. On (B)(6) 2016, it was reported that there was leakage of gastric fluid. The patient has been suggested to ensure the placement of external fixation plate against the skin. The granulation tissue is treated.